Event description:
It was reported during a rotator cuff surgery the pump turned off. The screen went black and the pump lost completely its function. As the pump failed the surgery had to be aborted and the patient whom was under anesthesia had to be awakened. A second surgery is planned for the (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system serial (B)(6) was returned for investigation. The returned device was visually inspected and noted signs of wear and tear. The returned device was plugged into the power supply, and no response was found when the pump was turned on. Manufacture date for this device 2010-04. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.